Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving unknown drug at unknown dose/frequency via an in implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that immediately following implant surgery on (B)(6) 2015 the patient had fluid buildup in his abdomen and following the track of the catheter to the back. The physician drained 60 cubic centimeters (cc) of fluid two times from the abdomen. It was found to be cerebrospinal fluid (csf). The surgeon went in surgically on (B)(6) 2015 to repair the csf leak. The catheter remained in service. It was not known if the issue was resolved at the time of the report. It was unknown what diagnostics/troubleshooting was performed. The drug being delivered by the pump and any other medications were not reported or unable to be obtained. Follow-up is being conducted to obtain this information and a supplemental report will be submitted if additional information becomes available.